Event description:
During a coronary artery drug eluting stenting treatment procedure that the stent failed to cross the lesion causing a dissection. The physician was treating a 80-90% stenosed portion of the right coronary artery (rca). The lesion was predilated with a 2.5x9mm maverick balloon before the physician attempted to pass a 3.0x24mm taxus express2 drug eluting stent. The physician reported that the stent would not cross the lesion and that the attempt to place the stent resulted in a spiral dissection. This event required the physician to withdraw the taxus delivery system and to cover both the dissection as well as the lesion with two smaller stents: a 2.5x20mm and a 3.0x20mm stent. No patient complications were reported and the patient was reported as being in good condition.